Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the ot vita meter read inaccurately high. These reports were received from various sources. One of the patients was (B)(6) years old, no other age data was provided. There is no weight data available. Both patients were male.